Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available.

Event description:
It was reported that on the rotaflow console after 5 minutes the rpm down to zero and cannot controll rpm. The customer said the machine become hot. They try to reboot machine 7-8 times but can´t start-up. After two hours let the machine rest, startup rotaflow become normal function. The incident occurred during patient treatment. The customer changed the device with another one during the procedure. No harm to the patient was reported. Report required because of the medical intervention. (B)(4).

Manufacturer narrative:
On (B)(6) 2017 02:33 pm (gmt-4:00) added by (B)(6): the device was evaluated by a field service technician. According to the service order the machine was fine after some function checks and maintenance service. No parts has been replaced and the failure was not occurred again until now. Thus the failure could not be confirmed. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this is a systemic error. No corrective action is needed. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.

Event description:
Internal reference: (B)(4). Onesupport# (B)(4).